Event description:
Endologix afx device aortic stent graft disruption (type 3 and 4) with rapid expansion of abdominal aortic aneurysm greater than 9cm in diameter. Surgically removed and repaired with 18mm tube dacron graft. Implanted (B)(6) 2011. Surgeon's notes: "when opened pt up graft looked as thought it had lost its integrity. The stent had extruded beyond the fabric. The fabric was also thinned out almost like a thin cellophane wrap." Photos available upon request.